Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter neurovent-p (sn (B)(4)) met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. Furthermore returned catheter was investigated. This investigation demonstrates that four wires are torn apart from the soldering pads on the pcb. Based on knowledge that the final inspection of the finished catheter was passed, that the catheter was delivered with proper functionality and in consideration of the results of performed investigation of returned catheter, the tear-off of the wires is caused by user error by stretching of the catheter during application contrary to IFU.

Event description:
After implantation of the catheter no icp could be monitored. So the catheter has been explanted and a new catheter has been implanted during the same surgery. Now the icp could be monitored.